Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a nephrectomy, it was informed that the ptfe pad of the subject device was fallen off into the patient. The fragment was retrieved. The intended procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01247 to provide additional information. The subject device was not returned to olympus medical systems corp (omsc) for evaluation. However, omsc has received the images of the subject device. Based on the images, omsc investigated the event on december 16, 2016. The grasping section of the subject device was come off the insertion section. The ptfe pad was come off the grasping section. The ptfe pad was not returned to omsc. The grasping section was deformed. One of the two pins of the grasping section was fractured and the other was deformed. There was a scratch at the distal end of the probe. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. Omsc presumed that the event occurred due to the following occurrence mechanism. When the grasping section was fully opened, an excessive load toward opening the grasping section was additionally applied to the pins of the grasping section. The pins were fractured and deformed, and the grasping section was come off the insertion portion. And eventually, the ptfe pad was come off the grasping section because the grasping section was deformed when the grasping section was coming off the insertion portion. Also, omsc presumes that the scratch of the probe occurred due to any of the following possible causes. -the probe of the subject device came in contact with a hard tissue, a metal clip or other devices when the subject device was activated. -the stuck tissue was wiped with a hard object. The instruction manual of the subject device already states; *do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. *when the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or broken and drop into the body cavity during ultrasonic output.

Event description:
On (B)(6) 2016, it was informed that the pin of the grasping section on the subject device was fallen off into the patient.